Event description:
I had what was supposed to be a routine gallbladder removal. I spent three days in an (B)(6) hospital, went home for two days, and spent an additional two days in another (B)(6) hospital. I experienced bleeding at a wound site (post-surgery) that required three bloodied dressing changes and suturing at the bleeding wound site. I was released for the first hospital, with a foley bag that was inserted on four different occasions, but never saw a urologist in the hospital. The day after discharge, I began to bleed, once again, at the sutured wound site. I went to the local (B)(6) emergency to have the wound cleaned and redressed. Two days later, I called a urology office noted in my discharge instructions and was told they could not see me for two weeks. I went back to the local (B)(6) emergency room to have the catheter removed. They performed additional tests and said I was bleeding internally and had pockets of blood in three locations in my abdomen and rushed me to a different (B)(6). A physician, who identified himself as part of the surgical team, said he wanted me to stay in the hospital, overnight, to monitor my hemoglobin level. I asked the "surgical team" physician to arrange for me to see a urologist. I spent six hours on a gurney, in the emergency room, waiting for a room. The next morning, a urologist pa showed up and gave me instructions to follow for removal the catheter. Within four hours, I was able to evacuate my bladder at a satisfactory level and was discharged form the hospital. My concerns are: why didn't anyone investigate the source of the blood, bleeding from the wound, in my three days at the first hospital? Why wasn't a urologist called when I had a catheter painfully inserted four time and removed three times, on separation occasions? If it was necessary to insert, and remove, a catheter three times wasn't a urologist consulted before I was discharged from the first (B)(6) hospital I was admitted to. FDA safety report ID # (B)(4).